Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open, low anterior resection procedure, while on large bowel, the handle kept cracking which negatively impacted staple formation and led to second anastomosis. Staple line incomplete centrally was also reported and used linear staple loads instead of radial to fix it. Tissue loss was also noted.